Manufacturer narrative:
This report is for an unknown matrixrib plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chen, y.-y. Et al (2018), the beneficial application of preoperative 3d printing for surgical stabilization of rib fractures, plos one, vol. 13 (10), pages 1-9 (taiwan). The aim of this retrospective study is to clarify the clinical benefits, in terms of surgical outcomes, of the application of 3d printing for ssrf. Between july 2015 to december 2017, a total of 48 patients were included in the study. 16 of these patients (10 male and 6 female) with a mean age of 54.29 ± 14.43 years underwent surgical stabilization of rib fractures (ssrf) which utilizes three-dimensional (3d) printing, while 32 patients (22 male and 10 female) with a mean age of 51.44 ± 14.59 years underwent ssrf only. Surgery was performed using matrixrib system (depuy synthes, amersfoort, the netherlands). The median follow-up time was 12 weeks (range, 4 to 40 weeks). The following complications were reported as follows: 2 patients had broken plates. 1 patient had empyema. 1 patient had a wound infection. This report is for an unknown synthes matrixrib plate. It captures the reported event of broken plate. This is report 4 of 4 for complaint (B)(4).